Event description:
Product analysis was approved on (B)(4) 2013 for a generator explanted due to a near end of service status. The generator was returned due to low battery and neos=yes. The battery voltage was 2.692 volts (at ifi), as measured during completion of a test parameter of the final electrical test. The data in the diagaccumconsumed memory locations revealed that 87.510% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications and that there were no adverse functional, mechanical, or visual issues identified with the returned generator. However, a review of the internal memory locations within the generator suggests the existence of an error in calculating the device's battery voltage. Review of decoder data showed that 87.510% of the battery capacity was consumed; however, the battery voltage was 2.581 as-received. No adverse patient events were reported as a result of this.

Manufacturer narrative:
Device failure occured but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Analysis of programming history. Describe event or problem, corrected data: initial report did not include details of the observed failure mode. The information has been included in this report.

Event description:
As indicated within the initial report, an analysis of the explanted generator revealed that one of the variables used during generator voltage measurements was out of tolerance based on current test system specifications. This out of tolerance condition has been previously investigation and was found to be due to the presence of a manufacturing test system software issue and the near end of life condition of the relay utilized during the voltage measurement calibration of the generators printed circuit board assembly (pcba) during the production of the device. As a result of this inaccuracy the voltage measurements performed by the generator are lower than the actual voltage of the battery as observed in patient programming history. It should be noted that this issue does not impact the ability of the device to deliver therapeutic stimulation. A safety alert was submitted and acknowledged by the patient¿s treating vns therapy physician (recall number: z-0005-2012).